Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up post implant, high thresholds were noted on the right atrial (ra) lead. Noise, "sensing problems" and undefined impedance qualified as high were also noted and tissue was found on the lead. It was also reported that the right ventricular (rv) lead exhibited oversensing. The ra lead was explanted and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.